Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) on the same day that the patient underwent an magnetic resonance imaging (MRI). The device had declared elective replacement indicator (eri) 2 months prior. Boston scientific technical services (ts) reviewed the data and discussed that the device had not been programmed off for the MRI at that time which resulted to the device declaring a fault code for charge timeout and eol. Subsequently, an invasive procedure was performed in which the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.